Manufacturer narrative:
B3. Exact date of event is unknown, therefore first day of boston scientific aware month was selected.

Event description:
It was reported by the patient that this inflatable penile prosthesis stopped functioning properly. It was confirmed by the physician that the valve-block locked up and will need to be replaced. The patient stated that he would like to find another physician to replace the device as he has not been happy with his current physician. No patient complications were reported, and no further information was provided.